Event description:
The department police responded to a cardiac arrest, defibrillation electrodes were attached to the pt and 2 shocks were delivered to the pt. The pt did not respond to treatment and was not resuscitated. The electronic pt event record was retrieved from the device and reviewed. The reporter stated the record showed the pt was in coarse v-fib when attached to the device. The pt record documents a charge complete followed 15 seconds later by a charge removed. The pt record documents a second charge complete and 15 seconds later a charge removed. The device again analyzed the pt's rhythm and a 200-joule shock was delivered to the pt. The pt converted to an aystole rhythm and CPR was performed. A second 200-joule shock was delivered to the pt. The pt converted to an idioventricular rhythm with a rate of about 40 bpm. The reported stated the responding crew were unable to acquire a pulse, the pt was transported to the hospital. The device has been removed from service and sequestered.